Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The baxter service technician reported a colleague infusion pump which experienced an air in line alarm. This alarm was found to have been a false alarm. There was no report of patient involvement and therefore no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.